Manufacturer narrative:
(B)(4). The customer's experience of secondary infusion solution backing up into the primary solutions was confirmed in carefusion's lab. No fault was found with the check valve during the supplier's investigation. The cause of the secondary solution backing up into the primary solution container was due to a check valve failure. The root cause of the check valve failure was not identified. The lot number was not identified. Based on the smartsite laser number, this device was manufactured between (B)(4) 2010 and (B)(4) 2010. The lot number was not identified. Based on the smartsite laser number, this sample's expiration date was either august 01, 2013 or september 1, 2013.

Event description:
Customer reported an on-going problem with secondary infusions backing up into the primary. The product was on a patient but no patient harm was reported and no medical intervention was required. Although requested, no additional information has been provided.